Event description:
A caller reported a malfunction with the pump, but there were no notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided information needed for this process, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.